Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control observed that a pcb-mounted jack connector, designator j23, on the therapy connector cable was disconnected from the therapy pcb assembly. Once the pcb-mounted jack connector, designator j23 had been re-connected to the therapy pcb assembly, proper device operation was observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device did not recognize its hard paddles being connected when the device was tested for placement in the hospital ward. The hard paddles were tested with another device and they functioned properly. There was no patient use associated with the reported event.